Event description:
It was reported by vet tech that the dog underwent a canine spay procedure on unknown date and the suture was placed to close the belly wall. It was also reported that the suture was coming loose/falling out. Additional information has been requested.

Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What do you mean by ¿loose/falling out¿? Was there evidence of suture breakage post-op? Were the knots untying? Was there any deficiency noticed with the suture pre-op, during or post op during any re-operation? How was the tissue condition? It was reported that the ¿actual¿ sample is available for return- was the actual explanted suture available for return? Are representative sample available for return?